Event description:
The patient reported poor sound quality. The analysis concluded that the device failed due to body fluid ingress in the feedthrough area. Explantation/reimplantation surgery was performed in 2002.